Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error, no delivery, motor error, and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer also reported to have experienced a high blood glucose of 400 mg/dl to 500 mg/dl and treated with manual injection and insulin pump. Customer declined troubleshooting on all insulin pump issues. Tthe insulin pump is being replaced and is expected to return for analysis.